Event description:
Implantation performed 9/21/93 due to severe degenerative changes & pain in right hip. Wound hematoma evaucated 1 wk post thr. Discharged for approximately 10 days, returneing with feber of 100.8 & right thigh pain. Implant was surgically removed & replaced on 11/2/93.